Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm for upstream occlusion occurred during patient treatment with levophed (running at .7mcg) while using an unspecified baxter pump. The reporter stated that no occlusion was found in response to the alarm; the pump was rebooted and the machine triggered an alarm for air in line. It was reported multiple micro air bubbles throughout the tubing were observed. The air was pulled out and more air was observed. Subsequently the patient experienced a drop in blood pressure and pulseless electrical activity (pea) cardiac arrest. The patient received cardio-pulmonary resuscitation (CPR) for the event. No other interventions or treatments were reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Corrected information (B)(4) additional information (PMA/510k#): additional patient information was received from the reporter and stated the device was a spectrum pump. Additional information : additional information was received from the reporter stating the patient was being treated in the surgical intensive care unit for a previous cardiac arrest and was receiving levophed therapy for hypotension caused by aspiration. The patient resulted in long term care aide. Additional information : the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. A medical safety review was completed and determined the device was not responsible for the aspiration and cardiac arrest experienced by the patient. It is unknown if the constant alarms contributed to the hypotension experienced by the patient during attempted cardio-pulmonary resuscitation (CPR). Should additional relevant information become available, a supplemental report will be submitted.